Event description:
The complaint is reported as: during use on a pt, the red wrench symbol was displayed on the front panel of the device and would not clear. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review was performed for the serial number reported ((B)(4)) and there were no issues found that could relate to the reported complaint. The sample was not returned for eval, therefore, the complaint could not be confirmed. MFR will continue to monitor and trend related complaints.